Event description:
Reporter noted corneal burn occurred during procedure; wanted handpiece checked.

Event description:
Additional info received: sutured wound to close. Pt prognosis reported as good.